Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that fluid entered the insulin pump yesterday and the device would no longer turn on. The patient's blood glucose was 5.9 mmol/l at the time of incident. The customer changed batteries but the device would not power on. The device could not undergo any testing either. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly also, unable to perform any tests due to blank display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.